Event description:
Technician alleged that the head section is drifting and will not raise with pt weight on the bed.

Manufacturer narrative:
Technician adjusted the CPR cable tension on both of the side CPR release handles to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.